Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on carefusion blue screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen. A field service engineer (fse) had logged in to the "cfnapp" autologon profile, but the app was not launching, and the station appeared to be "hung" on the desktop. The fse was able to reboot and log in as cfnadmin, and the medstation operated on that profile. The customer explained they had been getting failed drawers and had issues like what they had seen on other stations. The fse then reimaged the system, made additional copies of the image drive. The fse reattempted the ssd replacement/reimage and ran the included installers. The first step had required some time and reboots and indicated "successful" upon completion. When complete, the fse set up the autologon and proceeded with the data sync for carefusion, and upon completion, it booted to the autologon profile, ran some firmware updates, and appeared ready to go. There had been a failed drawer 4.1, which was resolved by reseating cable connections and recovering a couple of auxiliary drawers that the customer performed, followed by a reboot. The fse tested some drawers and then let the unit begin using the station and observed no problems. The system functioned as intended after the field service engineer repaired the device.